Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's sales representative reported that the touch panel was faulty. Reportedly, when the ipap (inspiratory pressure) value was changed by navigating the touch screen, the value automatically changed without touching the touch screen. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the power management board was received at the v60 manufacturing facility (in the us) for investigation. Visual inspection of the power management (pm) board revealed no evidence of damage or contamination. The pm board was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem. Testing revealed that the rotary adjustment assembly (nav ring) did not function correctly while changing settings and navigating through the menus. During debugging it was found that the power management (pm) board fb3 pin 1 was not soldered to the trace on the power management (pm) board. Fi technician soldered the fb3 pin 1 to the trace on the pm board. Re-testing of the unit was performed. The rotary adjustment assembly (nav ring) functioned correctly while changing settings and navigating through the menus was done. The failure investigation technician concluded that the reported faulty touch panel was due to operational failure of the navigation ring, caused by fb3 pin 1 not soldered to the trace.

Manufacturer narrative:
(B)(4).